Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. Concomitant products included cilest (tri-previfem) since (B)(6) 2016, lisinopril, montelukast and omeprazole since (B)(6) . On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infections"), dyspareunia ("pain during intercourse / shooting pain in vagina and ovaries during sex"), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), blood testosterone increased ("elevated testosterone"), tinnitus ("allergic or hypersensitivity reaction type :ringing in left ear"), vulvovaginal mycotic infection ("repeat yeast infection,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), feeling abnormal ("neurological conditions or problems type: brain fog"), disturbance in attention ("neurological conditions or problems type: concentration issues"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), cholecystectomy ("gallbladder removal"), vulvovaginal pain ("vaginal pain / burning pain in vaginal / shooting pain in vagina"), uterine pain ("uterine pain") and adnexa uteri pain ("ovary pain / right ovary pain"). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, pelvic pain, infection, menorrhagia, back pain, adverse event, blood testosterone increased, bladder disorder, urinary tract disorder, fatigue and cholecystectomy outcome was unknown, the dyspareunia, vulvovaginal mycotic infection, feeling abnormal, disturbance in attention, vaginal discharge, dysgeusia, vulvovaginal pain, uterine pain and adnexa uteri pain had resolved, the tinnitus had not resolved and the alopecia was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, adverse event, alopecia, back pain, bladder disorder, blood testosterone increased, cholecystectomy, disturbance in attention, dysgeusia, dyspareunia, fatigue, feeling abnormal, infection, menorrhagia, pelvic pain, tinnitus, urinary tract disorder, uterine pain, vaginal discharge, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-oct-2018: pfs received. Reporter's information updated. Lab data, concomitant drug was added. Added event pain, elevated testosterone, ringing in left ear, repeat yeast infection, bladder or urinary problems or changes, brain fog, concentration issues, dyspareunia, pain, vaginal discharge, fatigue, metal taste in my mouth. Stabbing, shooting pain in vagina and ovaries during sex, hair loss, gallbladder removal, vaginal pain/ burning pain in vagina, uterine pain, ovary pain/ right ovary pain. Updated onset date. Updated outcome of events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concurrent conditions included blood pressure high. Concomitant products included ethinylestradiol;norgestimate (tri-previfem) since (B)(6) 2016, lisinopril, montelukast and omeprazole since 2015. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infections"), dyspareunia ("pain during intercourse / shooting pain in vagina and ovaries during sex"), heavy menstrual bleeding ("heavy menstrual cycles"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), tinnitus ("allergic or hypersensitivity reaction type :rining in left ear"), vulvovaginal mycotic infection ("repeat yeast infection,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), feeling abnormal ("neurological conditions or problems type: brain fog"), disturbance in attention ("neurological conditions or problems type: concentration issues"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysgeusia ("metal taste in mouth"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain / burning pain in vaginal / shooting pain in vagina"), uterine pain ("uterine pain") and adnexa uteri pain ("ovary pain / right ovary pain"), was found to have blood testosterone increased ("elevated testosterone") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, pelvic pain, infection, heavy menstrual bleeding, back pain, adverse event, blood testosterone increased, bladder disorder, urinary tract disorder, fatigue and cholecystectomy outcome was unknown, the dyspareunia, vulvovaginal mycotic infection, feeling abnormal, disturbance in attention, vaginal discharge, dysgeusia, vulvovaginal pain, uterine pain and adnexa uteri pain had resolved, the tinnitus had not resolved and the alopecia was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, adverse event, alopecia, back pain, bladder disorder, blood testosterone increased, cholecystectomy, disturbance in attention, dysgeusia, dyspareunia, fatigue, feeling abnormal, heavy menstrual bleeding, infection, pelvic pain, tinnitus, urinary tract disorder, uterine pain, vaginal discharge, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), infection ("infections"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual cycles"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, infection, dyspareunia, menorrhagia, back pain and adverse event outcome was unknown. The reporter considered abdominal pain lower, adverse event, back pain, dyspareunia, infection and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.